Event description:
It was reported that the dermatome was inadvertently returned to the incorrect facility. It is now sent back for evaluation, test, check and, then, return to the correct customer. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation the thickness control bar was loose. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the control bar was loose. The bearings were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.